Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the device. The turbine drive board was replaced and the machine works normal. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed power overheat, hardware fault and motor fault occurred. As of this time, there is no information about patient involvement associated with this reported event.